Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced chest pain and received inappropriate atp therapy and shocks for supra ventricular tachycardia. It was noted that the patient received had an unrelated lv lead replacement procedure to resolve the issue. The device remains implanted. The patient was without discomfort.